Manufacturer narrative:
It was not possible to determine in the follow up interview how long the receiver was in use. The receiver was returned for analysis to the manufacturer. The analysis showed that the receiver's cable broke close to the receiver. There was no optical damage to the housing and no separation between front and back housing. Substantial amounts of dirt, earwax and debris were found. Pull and wiggle tests performed on a new receiver were not able to replicate the issue observed in the broken receiver. Therefore, it is not possible to exactly determine the root cause of this incident. Nevertheless, a similar risk of earpiece breaking in the ear already exists in the risk file. The accompanying user guide contains information about regular check and maintenance of the hearing aid including the earpieces, as well as, the information for the patient about a possibility of the ear wax detaching and remaining in the ear and the consequent actions that should be taken if this occurs. The manufacturer is observing this issue for trends. This is the final report.

Event description:
It was reported that a receiver/dome (1m with closed dome) assembly broke at the interface between the receiver and the wire cable, and stuck in the patient's ear while the patient tried to remove the hearing aid from the ear. The stuck piece was removed by the hcp. The patient didn't require medical intervention. Manufacturer requested the broken part to be sent in for analysis.